Event description:
The pt contacted lifescan alleging that her one touch ultra meter was set to the incorrect units of measurement. The medical affairs specialist (mas) left a message with the pt's family member and sent a letter asking the pt to contact the mas. The pt said the reported meter has had a decimal point in the results for the last 3 weeks. She suspected she should increase her actose from 1 to 2 pills per day, and did so. In 2005 at 8:00 am, she obtained a result of 7.4 mmol/l on the reported meter. She ate breakfast and took actose. She went to the pharmacy to buy a new meter. The pharmacy personnel advised her to contact lifescan regarding her meter. She went to the doctor's office to get her blood glucose tested; the result was 114 mg/dl on the nurse's meter. There is no indication that the pt experienced injury or received treatment. The customer care representative (ccr) confirmed that the meter was set to mmol/l instead of mg/dl. The meter had previously been set to the correct units of measurement. The pt said she did not know how the meter became set to mmol/l. The ccr walked the pt through resetting the units of measurement to mg/dl. The meter, test strips, and control solution were replaced.